Event description:
Hill-rom received a report from the account stating the bed exit alarm is inaudible. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the scale power control board buzzer to be very faint. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech ordered the scale power control board buzzer to resolve the issue. Based on this info, no further action is required.